Event description:
The customer reported that they received a discrepant low total hemoglobin (thb) result on one patient compared to retesting of a different sample on another rp500e instrument and their laboratory instrument. There is no report of injury due to this event.

Manufacturer narrative:
The customer has provided instrument files for further investigation. Investigation is underway. The instrument is operational at the customer site. The cause of this event is unknown.

Manufacturer narrative:
A review of the instrument log files show that the system including the co-oximetry sub-assembly was performing as intended. There was no system or coox sub-assembly errors recorded during or around the time the samples were measured. The aqc performance of thb was measured at all levels and were stable and reporting within specifications. The thb discrepancy observed by the customer is noted, however, the correct thb result as claimed in the escalation for the comparative rp00e instrument could not be located within the system log files. Neither the make and model of the secondary lab instrument, nor any electronic or hard copies of the secondary sample results were available for this review. Information on patient disposition, treatments or medical history were not available for this review either. Moreover, the samples being compared for hemoglobin (thb) measurements are from different days. The rp500e cooximetry assay is a whole blood multi-wavelength direct (non-chemical) spectrophotometric measurement. It is dependent on preanalytical factors like specimen collection, sample mixing, hemolysis and time differences between repeat measurements. This investigation could not find any evidence of system or sensor malfunction for the reported instrument. The alleged discrepant thb result couldn¿t be verified from the limited information provided. No product problem identified. The rp500e instrument is performing as intended and is currently operational at the customer site.